Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the worn-out scope video socket could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had no image. The issue was found during preparation for use and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the unit internally and externally in good condition other then the scope video connector. The scope video connector was manipulated and had wear on the socket causing the image loss. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to inform correction to h6 (device component code) of the initial medwatch. The device component is being corrected from camera to imager. The correct device component code is imager and not camera. Please see also h6 for the updates . Investigation is ongoing. This report will be supplemented accordingly following investigation.